Event description:
After nearly 12 years of successful cochlear implant use, the patient reported lack of magnetic attraction between their implant and the transmitter coil, the patient also reported pain with stimulation, x-rays did not reveal a dislodge magnet. Integrity test results were normal. Due to the reported loss of magnetic attraction and the pain, the patient underwent explantation/reimplantation surgery in 2005.